Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer stated that the device jaws were sticking to tissue on the omentum and causing damage. It is unk what the damage was, but there was no bleeding reported. The device was cleaned with gauze prior to the sticking. There was no pt injury.